Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline failed to open and had resistance in the phenom catheter. It was a pipeline implantation for left internal carotid-para, c6. Phenom27 was induced to m1d along with sofia. The aforementioned pipeline was inserted. The tip could not be opened even when the device was started to be deployed in m1. The long unsheath was attempted as is, but the opening was poor, including the tip, so it was unsheathed temporarily.the deployment operation in the dac is also performed, and the deployment and resealing are repeated, but only the tip part is not opened. Full release was made once and attempted to deploy it from m1 again, however, a very strong resistance was felt when pushing the wire. Deployment was continued and the device was opened, but the resistance to operation increased even more, so it was decided to discontinue use. The procedure was continued after switching to a different product. It was succesfully completed. There were no other issues with the catheter. The patient was being treated for an unruptured, saccualr aneurysm. Max diamteter was 7.8mm and the neck diameter was 4mm. The distal landing zone was 3.6mm and the proximal landing zone was 4.3mm. Vessel tortuosity was strong. No patient symptoms or complications were reported.

Event description:
Additional information received reported there were no abnormalities other than resistance. The resistance was in the distal part of the shaft. Tried to open the pipeline at the m1, but the tip did not open. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU). There was no damage to the pipeline pushwire. The pipeline was placed in a bend when it failed to open. No additional steps were taken to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.